Event description:
It was reported the catheter was being placed into the pt's radial artery in the operating room. Prior to insertion, the clinician advanced the wire and it became kinked. As a result, it was not used and a new kit was used successfully. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned.